Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the turbine's exhaled volumes were out of range. The set value was at 500ml, the monitored was 819ml, and the actual that was measured by an external analyzer read 668. Calibration was attempted but this did not resolve the issue. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the turbine for evaluation where the reported issue was reproduced and isolated to the turbine being out of calibration and needing characterization.